Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis therapy. The patient was not hospitalized for the event. The cause of peritonitis was unknown. The patient was treated with injection vancomycin (1 g, stat, route not reported) and injection cefepime (1 g, once a day, route not reported) for the peritonitis. At the time of this report, the patient had recovered from the peritonitis. Dianeal therapies were ongoing. No additional information is available.